Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted global technical service (gts) regarding air that appeared in the patient line on the homechoice (hc) during initial drain. The home patient (hp) stated that he could see a gap of air in the patient line. Right now he was in initial drain but had stopped. Gts assisted with ending the therapy so that he could start over with new supplies. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention indicated at the time of the initial report. The writer spoke with the home patient's (hp) nurse on (B)(6) 2010 regarding the reported problem. The nurse stated that she said there was air and a hole in the patient line of that set. She said the hp stated he felt a leak and saw air so he called and started with the new supplies. She said the hp resumed therapy successfully with the new supplies, and discarded the cassette. She was going to see the hp this week, and said she could call back if she was able to obtain any additional information on the supplies used. The writer explained what kind of information we would like, and provided a contact number. There was no patient injury or medical intervention. The writer received a voicemail message on (B)(6) 2010 at 12:15 pm from the nurse. She provided the lot number h10i23076.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. In a follow up call by product surveillance, the patient's nurse stated that the patient felt a leak and saw air, so he called and started with the new supplies. The patient resumed therapy successfully with the new supplies. Per the complaint information, the cause of the air in tubing is leak in fluid path. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.